Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The cause of the noise and oversensing was not able to be determined. It was reported that the non-boston scientific lead was replaced and that this device remains in-service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had been exhibiting episodes of noise and oversensing on both the atrial and ventricular channels. The oversensing led to pacing inhibition. It was reported that the patient is pacemaker dependent; however, did not report any symptoms as a result. The associated leads were non-boston scientific product. Troubleshooting efforts were performed and the noise was unable to be duplicated. A disk analysis was also performed and confirmed that this product was working as expected. There are no indications that the radiation therapy that the patient has been exposed to has impacted the pacemaker. The cause of the noise was unable to be determined. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) or lead on lead contact resulting in the observation. A lead revision has been scheduled for the near future.